Manufacturer narrative:
Product ID 3986a, lot# n151420, implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3708340, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37713, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3986a, lot# n171816, implanted: 2010 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that there was a communication problem with the implantable neurostimulator (ins) for occipital placement. An ins overdischarge is suspected. It was noted that the rep cannot get communication with the recharger and the clinician programmer. The patient reportedly had two rechargers and neither one work on the ins. The last time any stimulation was reportedly felt was less than one month prior to the date of the report. It was then noted that stimulation stopped working on 2014 (B)(6). The last successful recharging was reportedly less than one month prior to the date of the report. The patient reportedly charged on 2014 (B)(6). It was noted that the patient typically charged twice a week. It was further reported that the patient had no coupling issues and could get 8 bars. The patient tried charging on the thursday prior to the report and the ins did a quick charge up to 100% but then quickly depleted and became unresponsive, a physician mode recharge (pmr) was recommended. It was then reported that the manufacturer representative used the clinician programmer and the device reportedly changed over to normal recharging mode and she is working on getting to 25%. It was further noted that the pmr worked and the patient was at 75% charged. It was also reported that there was an electrical storm after which the patient¿s device was off and they could not communicate with them. A pmr was done but the device does not hold a charge. It was later reported that the lead/battery status was ¿rapid discharge, implanted¿ and the overdischarge count was noted as 2. It was later reported that the cause for the overdischarge was patient compliance. Symptoms were noted as no stimulation. There were reportedly no plans for further trouble shooting or interventions. It was further reported that the device was reset and the patient was receiving effective therapy.